Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery performed in 2012,on an unknown date, using a click'x and nflex stabilization of l4-s1, had very good fusion, but on an unknown date in 2013, a screw head came off from an implant at l5 that required the patient to undergo a second surgery with a t-pal cage tan between l4/l5 and click'x system with titanium rods. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Product code: nqp. Implanted on an unknown date in 2012. A review of the device history records was performed and no complaint issues were found. Placeholder.